Manufacturer narrative:
The lot number is unknown and the products are not made available for evaluation at this time. The information about patient and initial reporter as well as other information required to submit was not provided. If the additional information is received, the follow-up report will be submitted within 30 days of the receipt. Subsequent actions regarding the follow-up report will be taken and submitted in accordance with 21 cfr 803.10 and 803.56.

Event description:
The following information was obtained when searching the maude database on may 16, 2018. Report number: mw5076787. The event description was: "patient was switched from her prescribed contact lenses to hubble contact lenses without a prescription or verification. Patient presented and stated that contact lenses were uncomfortable and she stopped wearing them. Exam with biomicroscope had a finding of 360 degrees of corneal neovascularization in both eyes. She was instructed to leave all contacts out for 2 weeks and was eventually refit to a FDA approved lens with higher oxygen transmission.".